Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. Information was reported that the patient is getting an MRI due to a problem with their device/therapy. The caller stated that the patient indicated their ins is not working anymore. No further complications were reported. No patient symptoms were reported.